Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements, this has been a gradual rise over time. Reprograming of the device, further monitoring and a potential commanded shock in the future were discussed. This lead remains in service. No further adverse patient effects were reported.